Manufacturer narrative:
One suturefix ultra anchor 1.9mm suture anchor received. The complaint stated: ¿when traction was made to lower the knots, the anchor came out of the bone.¿ the handle body, button, trigger and suture cover are all intact and undamaged. One strand of suture was returned separated from the device. No anchor was returned with the device. The inserter¿s outer shaft has no obvious damages. The deployment sliding ring was found in a pre-deployment location; not fully deployed. Testing proved successful deployment action and lock into place. Inspection of the inner shaft and fork confirmed no damage. Smith and nephew suturefix anchors are intended for the reattachment of soft tissue to bone. Following instructions for use recommended prep is essential for successful anchoring and repair. Per instructions for use: ¿breakage of the suture anchor can occur if the insertion site is not prepared with appropriate instrumentation prior to implantation. Only use the recommended drill bits and drill guides intended for use with the suturefix ultra suture anchor. Use of other instruments may injure the patient, damage the instruments, or compromise fixation. Do not use sharp instruments to manage or control the suture. ¿implantation of the suture anchor requires preparation of the insertion site. Predrilling with the appropriate smith and nephew drill bit is the preferred method of site preparation. Recommendation for this product is a 1.9mm drill bit. This ensures proper hole depth is achieved which is critical for proper anchor seating. Once seated do not rotate the suture anchor device in the bone as this may cause device failure. Pull back slowly on the handle to remove insertion device. The anchor will remain in the bone¿. Instructions for use also highlights several precautions that can affect successful fixation. ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ no root cause related to the manufacture of this device was confirmed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a shoulder arthroscopy, when traction was made to lower the knots, the anchor came out of the bone. The device was removed from the patient, but since part of the suture was still inside of the patient, the procedure was successfully completed by using a s&n back-up device; however, it was necessary to drill another bone hole. Surgery was not delayed in a significant manner. It has been stated that the patient condition is stable. For preparing the insertion site it was used an instrumental drill guide, size 1.9 mm drill bit.